Event description:
It was reported to philips that the system software got stuck. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the planned, non-emergency procedure that was to happen when the issue occurred was completed as planned. No harm to the patient or user was reported. A philips remote service engineer (rse) contacted the customer who reported that the system software was stuck. Onsite service was recommended. A philips field service engineer (fse) inspected the system onsite and determined that the actual issue was that the system's exposure indicator led lamp was not on even during exposure. It was confirmed though that exposure was appropriately delivered. Troubleshooting identified the exposure indicator led lamp was defective. The fse replaced the led lamp. After the led lamp was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.